Manufacturer narrative:
(B)(4). The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device was not returned for evaluation. Dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Additionally, it should be noted that the IFU states: do not exceed rated burst pressure(rbp) as indicated on product label. Balloon pressures should be monitored during inflation. Use of pressures higher than specified on product label may result in a ruptured balloon with possible intimal damage and dissection. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The 3.0 x 38 mm xience xpedition referenced is being filed under a separate medwatch report #.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly tortuous, moderately calcified distal right coronary artery (rca). During deployment of the 3.0 x 38 mm xience xpedition stent at 15 - 22 atmospheres a dissection occurred. A 3.0 x 48 mm xience xpedition stent was used to cover the dissection and during its deployment at 15 - 22 atmospheres another dissection occurred. A non-abbott 3.0 x 48 mm stent was used to cover the dissection successfully. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.